Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic for a follow-up on an unknown date. Upon review, it was discovered that the right ventricular lead exhibited high capture thresholds. An x-ray was performed, and it was noted that the lead had pushed even further but no perforation was observed. The lead was repositioned successfully, and the right atrial lead was repositioned as well to improve stability. The patient was stable before, during, and after the procedure.